Event description:
During a procedure of left atrial appendage (laa) transcatheter occlusion, before deploying the 24mm amplatzer cardiac plug (acp), an angiography with contrast was performed to check the correct position. The angiography showed a small pericardial effusion, confirmed by tee. The acp was deployed to seal the laa and the procedure was successfully completed. The patient needed a pericardiocentesis, the hemoglobin level was okay and no transfusion was needed. It is unsure if the delivery system or guidewire caused the pericardial effusion.

Manufacturer narrative:
St. Jude medical could not evaluate the delivery system involved in this incident since it was not returned to us. During manufacturing, this delivery system lot underwent a series of inspections and tests to confirm proper function. A review of manufacturing documentation confirmed this delivery system lot successfully completed these tests. Based on the information received, the cause for the reported event could not be conclusively determined.